Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. Upon evaluation, the seal mechanism was found to be in good condition; no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an unknown procedure, there was a torn gasket. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.